Event description:
It was reported that the reservoirs did not connect tightly with the infusion set, and as a result, the blood sugars increased due to the insulin not being delivered. No further information was provided.

Manufacturer narrative:
This information is provided in response to your request dated december 10, 2007 for additional information. Our original medwatch report was submitted in association with a report indicating that a medtronic minimed model mmt-332a reservoir had leaked. Trends for leakage complaints, as well as other complaints for all products are reviewed on an ongoing basis per our standard procedures. A complete list of all MDR's that have been submitted to the FDA during the date range of february 2006 through october 31, 2007 for model mmt-332a reservoir is attached. See scanned pages.